Event description:
Anesthesiologist reports a total of about five incidents of stopcocks leaking during a particular procedure. According to the anesthesiologist, a 20cc syringe filled with anesthetic solution is attached to a stopcock with attached extension set (2c5604) and to a 27 gauge needle, which is inserted into the skin at the ankle of a pt for an ankle block procedure. It is reported that during the manual pressure of injecting the solution into the pt's skin, the stopcock has leaked on 5 separated occasions. There have been no incidents of pt injury or medical treatment required per the anesthesiologist, simply that the injection continues until the solution is injected as desired, with some leaking occurring during the procedure.